Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was between 300 mg/dl and 600 mg/dl, which was treated manually. During troubleshooting the customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The customer would clear the unexpected restart error alarm but the alarm would recur moments later. The device also alarmed motor error during the rewind process. The customer attempted to clear the motor error alarm but the act button became unresponsive. There was also an infusion set leak; fluid went under the lcd display. The customer was able to remove the fluid from the lcd display. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, moisture damage was found on the electronics, battery tube and vibrator assembly and corrosion was found on the motor home switch during our visual inspection. No obvious insulin odor noted. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, verify operating the currents, or verify a21 error and motor error alarms due to no button response. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.